Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that their stimulator and external device is 'dead' for over a year. Pt stated they stopped using the stimulator because the problem was the device did not provide them a 'relief' that they needed and caused them too much 'instability', they have other physical problems, and it caused them other difficulties. Agent had difficulty understanding the patient and agent tried to obtain pertinent details. When asked for event date pt said 'it's pretty much a continuous thing', they used the device for 3 years to try. Pt mentioned they did the adjustments, they worked with the healthcare provider (hcp) and a manufacturer representative (rep), but the issue was the stimulator made them feel like that they are unstable, like walking on a vibrating plate. Pt said if they fall or when they fall, they do damage, it hurts and that made them feel that they're going to fall all the time. Pt can't remember the name of the rep they notified about the issue and when that was. Pt said they can't charge the device, but they don't want to turn it back on. Agent reviewed information. Pt said they need to get the MRI done this week. Agent redirected pt to their hcp for the MRI eligibility form.